Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 144mg/dl, 53mg/dl. Tests were done within 5 mins with a difference of 81mg/dl. Pt did not experience any adverse events. No further info has been reported.